Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 5.2mmol/l. The customer noticed the pump display screen has lines and he can't read anything. The customer reported that there is an ink blotch inside the display screen. The customer was advised that pump will be replaced.

Manufacturer narrative:
The pump was received with a severely cracked and bleeding lcd glass. Unable to perform the functional testing including the currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the lcd glass anomaly. The pump had minor scratches on the display window.